Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('schedule for removal of essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and experienced menstruation irregular ("cycles irregular") and pelvic discomfort ("baby kicking feeling"). Essure was removed. At the time of the report, the medical device removal, menstruation irregular and pelvic discomfort outcome was unknown. The reporter considered medical device removal, menstruation irregular and pelvic discomfort to be related to essure. The reporter commented: feels like baby kicking (flutters), like there is a phantom baby. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-schedule for removal of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('schedule for removal of essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and experienced menstruation irregular ("cycles irregular") and pelvic discomfort ("baby kicking feeling"). Essure was removed. At the time of the report, the medical device removal, menstruation irregular and pelvic discomfort outcome was unknown. The reporter considered medical device removal, menstruation irregular and pelvic discomfort to be related to essure. The reporter commented: feels like baby kicking (flutters), like there is a phantom babay. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-schedule for removal of essure quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-may-2020: social media received: new event irregular cycle and pelvic discomfort added. Reporter causality comment and reporter detail added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('schedule for removal of essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-schedule for removal of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.